Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification and appropriately prompted the user that the battery was depleted. Review of the device history records indicated that the battery has not been replaced in four years. The battery was replaced and the device was recertified. Analysis for reports of this type has not identified an increase in trend.